Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that (B)(6) stated that the silent nite device was causing an allergic reaction. The device was sent back to glidewell for credit; no remake requested. Additional information received reported that when the 54 year old, female patient woke up, the lining in her mouth was irritated and red. The patient tried using the device several times and each time resulted in the same reaction. There was no medical intervention required. The symptoms started in the beginning of (B)(6) 2026 and the patient stopped using the device on (B)(6) 2026. It is unknown how the patient cleaned and maintained the device.